Manufacturer narrative:
Insulin pump down arrow button did not response, due to corroded keypad trace. No button error alarm noted. Insulin pump unable to verify weak battery alarm, due to unresponsive button. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was 199 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.